Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged into the right ventricle one day after implant. It was further reported that the ra lead was sensing ventricular activity, was not capturing the atrium and was capturing the ventricle. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.